Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of therapy. The patient never uses his device because his therapy was not working for him and his back started to swell up starting in (B)(6) 2017 (about the past 1.5 months prior to the report). This was considered a sudden change in therapy. The patient¿s managing health care provider ordered a MRI to check out his back for the swelling, and the patient noted that he had not recharged his device since (B)(6) 2017. Later it was reported that the patient had last charged his device and felt stimulation in (B)(6) 2016. The patient had turned his stimulation off due to not liking how the stimulation feels and the stimulator not helping with his pain. Communication with his patient programmer with and without the antenna shows a poor communication screen. No further complications were reported or anticipated.